Event description:
Customer has reported having infant heel warmers busted during activation and getting the contents onto patients, specifically babies. No injury reported. No demographics or other additional information provided.

Manufacturer narrative:
Device history record review was completed on the reported lot number v2c242. The lot was found to have been manufactured on march 24, 2022, and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for evaluation; therefore, a root cause could not be determined. Cardinal health will continue to monitor complaint trends for this issue.